Event description:
Covidien received information stating that prior to patient use of the 840 ventilator, the unit was inoperatble. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the power supply. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.